Event description:
According to the reporter, during a procedure, the device gave low rso2 value of 15. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.